Manufacturer narrative:
The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
The calcium reagent lot number and expiration date were requested, but not provided. The customer noted there was buildup on the sample probe and cleaned the probe. The field service engineer noted the probe buildup and observed it was obstructed. The engineer replaced the probe. Adjustments were verified. Precision studies passed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with calcium gen.2 on a cobas c 503 analytical unit. The sample initially resulted in a calcium value of 6.18 mg/dl and it repeated as 9.7 mg/dl.